Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported via abiomed's long-term outcome and quality indicator (loqi) impella registry that a patient was implanted with an impella cp and experienced atrial arrythmia "possibly" related to the pump. The loqi states: "after pci with impella patient was found to be in new onset atrial fibrillation with rvr via EKG. Patient was started on an amiodarone drip transitioning to an oral dose. Plan was for the patient to undergo a cardioversion with anesthesia on (B)(6) 2025 but patient expired the day before due to cardiac arrest." There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.